Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. On (B)(6) 2011, it was reported that the pt is without stimulation. The programmer shows "ipg battery low, stim off." Neither the programmer or magnet will turn stimulation on. Follow up on the pt found that a replacement programmer was tried, but the low battery light was displayed. The physician plans to explant the pt's ipg. No further information is available at this time.